Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on or around (B)(6) 2009 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, suffered debilitating injuries including mesh erosion, hardening, chronic pain, worsening urination leading, severe and emotional distress.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.